Event description:
It was reported that a patient on a procuity bed grabbed the side rail to move themselves. It was alleged because of the way that the side rail had been grabbed, inadvertently caused the brakes to unlock. The bed moved and the patient fell. No injuries have been reported for the patient.

Event description:
It was reported that a patient on a procuity bed grabbed the side rail to move themselves. It was alleged because of the way that the side rail had been grabbed, inadvertently caused the brakes to unlock. The bed moved and the patient fell. No injuries were reported for the patient.

Manufacturer narrative:
The user facility did not document any product information about the unit involved. Additionally, it was provided that there was no alleged injury tied to the event.